Manufacturer narrative:
Follow-up #1: date of submission 1/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: during investigation, the black box showed unexpected pump reboots but no unusual voltage fluctuations observed. The battery compartment was found to be undamaged and the returned battery cap was undamaged and able to fit securely. The ez-prime steps were completed correctly and all currents readings were within specification. There were no overheating, errors, alarms or warnings occurring during investigation. The product performed within specification. The original ¿temperature¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.